Manufacturer narrative:
510 (k) # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
It was reported by service report that the welds on the back leg assembly were broken. No adverse consequences have been reported.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay reporter contacted lfs on (B)(6), 2010 alleging inaccurate high readings on her father's one touch ultramini meter. A medical surveillance specialist (mss) spoke to the patient on (B)(6), 2010 and obtained the following information: the patient obtained a result of 470 mg/dl on the lfs meter at 11:00pm on (B)(6), 2010. The patient then his usual dosage of medication (60 units of lantus) based on the meter result of 470 mg/dl and also took an unspecified amount of novolog insulin based on the meter reading. On (B)(6), 2010 at 10:00am the patient developed symptoms of feeling shaky, blurred vision, sweaty and dizzy. He tested on his daughter's contour meter and obtained an 85 mg/dl and was treated with glucose tablets/glucose gel by his daughter. The patient did not attempt to test his blood glucose using the lfs meter. The patient did not seek any further medical attention or contact their physician for assistance due to the alleged issue. He claims he felt better after treatment. The product was replaced. Patient denied that the test strips were stored incorrectly and claims that the test strips were in good condition and not expired. A quality control test was not done since he did not have any control solution. The complaint is being reported since the patient alleged that due to the high reading, he took insulin based on the meter result and later developed symptoms suggestive of a serious injury and had to receive treatment by his daughter.